Event description:
Same case as: 2134265-2014-08246 and 2134265-2014-08068. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ coronary imaging catheter to visualize the unspecified lesion. During procedure, the imaging catheter failed to perform automatic pullback and no image would come up on screen. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).